Event description:
Pt had reg chg dressing applied to PICC line in arm 24 hours post insertion of new PICC line, site was still bleeding when dressing applied. When pt returned for his weekly treatment/dressing change he complained that the site was sore by about day 5. The ooze from the insertion site had been covering the area and obscured site. When dressing removed area around insertion point was reddened and treating nurse described the exit site as ulcerated. Photo taken of insertion site condition at this time. Dr reviewed area and advised dressing use to be discontinued and prescribed a course of oral antibiotic (dicloxacillin). Insertion site swabbed for culture-negative microorganism growth results.

Manufacturer narrative:
Device not returned. No eval can be performed. Device not provided to manufacturer for eval. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product. The insert provides the following info on site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Inspect the dressing daily and change the dressing as necessary, in accordance with facility protocol. Dressing changes should occur at least every 7 days, per current cdc recommendations and may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised. The tegaderm chg dressing should be changed as necessary: if the dressing becomes loose, soiled or compromised in any way. If the site is obscured or no longer visible. If there is visible drainage outside the gel pad. If the dressing appears to be saturated or overly swollen.